Event description:
It was reported that the customer was found cramping in the morning. The wife called emergency and then they went to the hospital, where he was treated with 33%of glucose. It was reported that the customer had 100grams of carbohydrates without insulin. The blood glucose increased first, but decreased again. Hours later, the blood glucose was 400mg/dl, and it was treated with the insulin pump and it was fine. Troubleshooting was performed. The settings and bolus were ok, no alarms in the alarm history, and the self test passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.